Event description:
It was reported that a malfunction alarm occurred and that the battery was not charging. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.